Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data by tandem technical support showed the pump battery dropped from 75% to 5% in 2 hours. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.